Event description:
Additional information provided noting the injector has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that one xen®45 gts gel stent "would not advance correctly". The device did not make contact with the patient. Surgery completed with a backup.

Event description:
Healthcare professional reported that one xen®45 gts gel stent "would not advance correctly". The device did not make contact with the patient. Surgery completed with a backup.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.